Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer experienced a ¿low¿ blood glucose (bg) level, a specific bg value was not provided. Cause was not known. Customer consumed glucose tablets to address bg. Customer continued to use the pump for insulin therapy.